Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received a vibratory alert. The device was found to be in backup vvi reset mode. A successful firmware download was performed, and the device was restored to normal operation. The patient is fine and will continue to be followed remotely.